Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using gore® tag® thoracic endoprostheses (tgt3420/8354856 at proximal, tgt3415/8275043 at distal) to repair a thoracic aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2010, one month follow-up imaging showed no issues. The diameter of the aneurysm was 55 mm. On (B)(6) 2011, six month follow-up imaging showed no issues. The diameter of the aneurysm was 50 mm. On (B)(6) 2011, one year follow-up imaging showed no issues. The diameter of the aneurysm was 47 mm. On (B)(6) 2012, two year follow-up imaging showed no issues. The diameter of the aneurysm was 43 mm. On (B)(6) 2013, three year follow-up imaging showed no issues. The diameter of the aneurysm was 41 mm. On (B)(6) 2014, four year follow-up imaging showed no issues. The diameter of the aneurysm was 44 mm. On (B)(6) 2015, five year follow-up imaging revealed a proximal type I endoleak. The diameter of the aneurysm was enlarged to 50 mm. The physician elected to monitor the patient. No further information was available.